Event description:
Us complainant reported the patient was on impella 5.5 support and upon the impella explant, the pump came out smoothly, but the graft that was attached to the innominate artery was hanging off the end of the impella. The patient was bleeding and the patient's chest was opened. Vascular surgery was performed. A massive transfusion was performed. The patient¿s outcome is unknown.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use state the following: section: warnings & cautions: cautions: ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings: section: pre-support evaluation: section: axillary insertion of the impella 5.5 catheter: section: direct aortic insertion: section: use of impella with transcatheter aortic valves: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿

Manufacturer narrative:
The investigation into vascular damage - peripheral vessel has been completed. Partial pump was returned for inspection with only the cannula. The rest of the pump was severed off - no red pump plug or patient cable was returned. There was no biomaterial in the cannula. The root cause of the vascular damage - peripheral vessel was not determined as insufficient clinical information was provided the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-21094. E4 should have been left blank. G1 reporting contact email. G1 reporting contact fax number missing.